Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported "raised", "pain" and "capsular contracture baker grade unknown". Healthcare professional later reported "capsular contracture, baker grade iii, folding, pain". Patient is prescribed singulair. This record is for the left side. The device was explanted.